Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call there was damage to the reservoir. Entrance of the pump and the reservoir was not stinting properly in pump. The customer¿s blood glucose level was 260 mg/dl and treated with pump. Customer was using tape to cover the cracking. Due to damage will replace pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.